Manufacturer narrative:
Implant loss due to loss of osseointegration is a known complication associated with percutaneous implant systems, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure, but an event more likley attributed to the radiation theraphy affecting the bone density/quality. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Implant loss-spontaneous loss.